Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected with an unspecified juvéderm®. The patient experienced a ¿potential vascular event.¿